Event description:
The customer stated that he was hospitalized due to high blood glucose. The reported blood glucose reading was 128 mg/dl. The customer declined to perform troubleshooting, but he did state that the insulin pump had alarmed no delivery prior to the hospitalization.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.